Event description:
On (B)(6) 2024, senseonics was made aware of an incident where hcp reported that the sensor was broken into two pieces during removal procedure.the issue happened on november 7th, 2024.the hcp was able to successfully remove both the pieces of the sensor and they were disposed.

Manufacturer narrative:
According to the case information, the sensor broke into two pieces during the removal procedure on (B)(6) 2024. The hcp was able to successfully remove both the pieces of the sensor and they were disposed. The potential root cause of fracture of sensor during removal is usually excessive force on the removal clamps/pliers grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect, which is stated in the eversense e3 user guide under "risks and side effects" section. No further investigation was found necessary.